Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes, and high sensing integrity counter (sic) counts. The episodes revealed sixty hertz noise from an external electrical source, and the patient stated that they had been swimming in a swimming pool at the time that the oversensing occurred. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.